Manufacturer narrative:
Correction: the correct model number is ci24m; not ci24re (ca) as previously reported. This report is filed november 4, 2015.

Event description:
Per the clinic, the array had migrated extra cochlea resulting in the decision to explant the device. The device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.